Event description:
It was reported that the magnet rate was 67.3 ppm and the device was likely in back-up mode. Subsequent transtele- phonic monitoring revealed an intrinsic rhythm of 30 bpm. Due to the patient's age and health, the device will not be changed out.